Event description:
During intubation in cardiovascular unit, none of the laryngoscope handles in the 3 miller packs worked (no light when connected) x 2 packs. Dr. Reports that they "never" work, and that he always has to use a handle from a mac pack and the 3 miller blade. Materials management notified immediately after event. 3 millers are present in multiple locations, including emergency crash carts. Lot number for first handle 201202371 with expiration date of 11/01/2025 and lot number of second handle 201101150 with expiration of 10/01/2025. No delay in patient care; no patient harm. Another handle was available. Reference report: mw5151101.